Event description:
The customer reported that a desat alarm was not annunciated at the central station, even though the bedside monitor as primary alarming device had correctly alarmed. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a desat alarm was not annunciated at the central station, even though the bedside monitor as primary alarming device had correctly alarmed. No pt harm was reported. There was a problem with the spo2 however, where the pt value of 65 was not communicated to the central station. The intended use of the info center software is to display physiological waves, parameters, and trends, format data for strip chard recordings and printed reports, and provide the secondary annunciation of alarms from other networked medical devices at a centralized location. Philips has determined that a software defect may cause a pt monitor to send empty alarm messages to the attached central station so that in the case of a pt alarm or a technical alarm, the alarm is not indicated at the central station. The potential hazard is that though the physiological signals (waves and numeric) are still shown at the central station and appropriate alarming occurs at the bedside monitor, clinical personnel may not notice a developing alarm condition requiring emergency care and pt care may be delayed, possibly leading to serious injury or death. As of this report, there have been no reports of any pt adverse impact that are consistent with this software problem being a factor in the adverse impact. In response, philips investigated the issue and has produced a revised software that corrects this issue, which is addressed and implemented with a mandatory (B)(4), which was notified to the FDA on 07feb12. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.